Event description:
The hosp reported that during a procedure, the jaw broke off while inside the pt. The piece was retrieved from the original incision without any problems. A replacement device was used to finish the procedure. No further pt effects were reported by the hosp.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.